Manufacturer narrative:
Concomitant medical products: 5076-45, lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate shock for atrial fibrillation with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.